Event description:
Discordant, falsely elevated cardiac troponin I (tni-ultra) results were obtained on two patient samples when run in duplicate on an advia centaur xp instrument. The discordant results were not reported to the physician(s). Sample (B)(6) was repeated in duplicate on the same instrument, while sample (B)(6) was repeated on an alternate instrument, all resulting lower. Sample (B)(6) was a sample from the patient of a surgical ward. The customer reported a delay in turnaround time for tni-ultra results on both patient samples because of the discordant results. The correct results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated and delayed tni-ultra results.

Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse discovered that wash 1 was not dispensing from dispense port (dp) 1. The cse replaced the 3-way valve and 2-way valve for dp1 and ran a wash 1 dispense check, which was acceptable. The cse ran a daily cleaning procedure (dcp) on the system which failed. The cse refitted the water reservoir manifold plate as the water was not being drawn from the water reservoir. The cse rebooted the system proactively and ran a dcp on the system, which passed. The cse also ran precision testing in replicates of twenty, which was within the acceptable limit. The cause of the discordant, falsely elevated tni-ultra result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.